Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error alarms noted during testing. Moisture damage was found on the motor/force sensor during visual inspection. No moisture damage was not found on the electronic/keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and o ring was missing. Customer¿s blood glucose was 385 mg/dl at the time of incident and other blood glucose was 371 mg/dl and 317 mg/dl. The customer was able to clear the alarm but not able to rewind the insulin pump. The customer also state that the reservoir leaked in reservoir compartment. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.